Manufacturer narrative:
One device was received for evaluation. Functional and visual inspection found a damaged downstream occlusion (dso) sensor. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported pump shows service 0 and needs preventive maintenance." There was unknown patient involvement. Device analysis found a damaged downstream occlusion (dso) sensor.